Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was diagnosed with peritonitis two days after being hospitalized for an unknown indication. The cause of the peritonitis was unknown. It was not reported if hospitalization was prolonged due to the peritonitis. Treatment information was not reported. Peritoneal dialysis therapy was eventually discontinued and the patient was placed on hemodialysis. The patient was discharged from the hospital after forty one days. At the time of this report, the patient had not yet recovered from the peritonitis event and the patient remained on in-center hemodialysis therapy. Additional information is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.